Manufacturer narrative:
The t:slim x2 basal iq user guide states: monitor your blood glucose (bg) with the guidance of your healthcare provider. According to the american association of diabetes educators¿ white paper ¿insulin pump therapy: guidelines for successful outcomes,¿ patients should routinely check their bg levels at least 4 times daily (optimally 6 to 8 times daily) in order to detect hyperglycemia (high blood glucose) and hypoglycemia (low blood glucose) early. Undetected hyperglycemia or hypoglycemia can result without proper monitoring. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the sensor session was in the warm up period after customer started a new sensor. Customer was not monitoring blood glucose continuously during this period. Subsequently, the customer experienced low blood glucose (68 mg/dl) leading to unconsciousness. Customer regained consciousness and called emergency services. Customer was hospitalized, monitored, and released the following day with blood glucose at 131 mg/dl and no permanent damage.